Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 307 cm from the tip of the sma connector to the end of the fiber body. The exposed glass tip was degraded down to the fiber body jacket. Examination under magnification confirmed the exposed glass tip had normal degradation. Light from the sma connector was distorted, indicating a fracture within the connector. The fiber was tested on the laser console, which read "applicator has been used 3 times," indicating the device had been used and reprocessed. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that it was degraded down to the fiber body jacket. Fibers are consumable and meant to degrade with use. Light from the sma connector was distorted, indicating a likely fracture within the fiber connector. Additionally, the laser console was able to recognize the fiber and indicated 3 applications of the fiber. It is likely that procedural conditions and handling of the fiber during use or reprocessing contributed to the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings used were 1200 millijoules and 18 hertz. According to the complainant, during procedure, the power was too weak. The laser beam disappeared. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the sma connector.